Event description:
It was reported to covidien in 2008, that a customer had an issue with a dialysis catheter. The customer reports the hub cracked, and the catheter needed to be replaced.

Manufacturer narrative:
Submit date: 01/12/09. An investigation is currently underway. Upon completion, the results will be forwarded.